Event description:
A surgeon reported following a glaucoma filtration device implantation that the pressure elevated due to the device being clogged. A yag irradiation treatment was performed with no results. The shunt was removed. In a follow up, four months following the device implant, the intraocular pressure (iop) increased. One month later, the iop increased again and the patient was hospitalized. A needling was performed during which it ws confirmed tha there was no aqueous flow the shunt was removed and a trabeculectomy was performed.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).